Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications. The controller passed visual examination and functional testing. However log file analysis confirmed a "no data" entry which was most likely due to a controller dataflash memory corruption that prevented the controller from being able to properly collect and display data. This entry was recorded by the monitor if the controller had any errors indicating corrupted data. The controller performed as expected during bench testing. The most likely root cause of the reported event is a controller dataflash memory corruption that prevented the controller from properly collecting and displaying data. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the hvad system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a 'vad stop'. A "vad stopped" alarm will activate if the pump driveline is not connected to the new controller within 10 seconds. This alarm will resolve once the pump driveline is connected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during a regular outpatient appointment download of log files from controller by the customer, the customer analyzed log files and found a stop of log files on (B)(6) 2016 at 12:08:32. The controller was replaced from stock. The patient tolerated the exchange without any issue.